Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
Pt enrolled into the (B)(4). Minor ischemic stroke reported. The pt had minor left hemiparesis. A CT was obtained and results indicated a "small cva". Pt not yet recovered. Please reference MDR 2183870-2010-00102 for the protege rx used in this procedure.